Manufacturer narrative:
For the reported power issue: a review of the black box revealed no evidence of short battery life. All current draws were found be within specification. The reported ¿short battery life¿ was unable to be duplicated during investigation. The pump¿s cover was removed and there were no intermittent conditions found to the power pcb or to the cgm module. For the reported keypad issue: there was also no damage found to the keypad rubber cover. All keypad buttons were found to be responsive to button presses. The keypad cover was removed and there was no contamination found to the button key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) and (battery life) issue and a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: a review of the black box revealed multiple power on reset (por) events. There was no damage found to the returned battery cap or cartridge cap; the battery cap and cartridge cap were used to complete the investigation. There was also no damage found to the battery compartment. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb. The product performed within specification. The reported ¿no power¿ issue with the pump was not duplicated during testing. There was no evidence of power interruptions observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.